Event description:
The audiologist indicated that the patient did not perceive much sound, if any, from the implant. A revision surgery was planned for (B)(6) 2015 and a follow up appointment is scheduled for (B)(6) 2015. Details about the revision surgery are not known at this point in time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect. This finding is in line with the reported functional device whilst implanted. Patient's hearing deteriorated however was not caused by the device. As mentioned in the patient report, the patient had no benefit using the device and has been re-implanted with a cochlear implant. This is a final report.

Event description:
The audiologist indicated that the patient was not able to perceive sounds with the implant. It was determined that the coupling of the device was not optimal and revision surgery was performed. The floating mass transducer (fmt) was repositioned from the incus to the round window. However, this did not change the outcome and the patient still was not able to hear.